Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. Visual inspection of the purge assembly area confirmed a ripped/ missing blue retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the aic experienced a purge disc/flag issue. The sensor for the purge pressure disk was broken. It was reported that the procedure was successful and there was no harm or injury to the patient.